Event description:
The event involved an unspecified clave spike on an unspecified date where it was reported that there was ¿blue filaments in the fresenius kabi bag that came from the clave spike. There was no report of patient involvement or patient harm. No other information is available.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause cannot be determined. Additional information for concomitant medical products: batch no 82qh695103 and expiry date of july 2023. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The device was returned on 9/09/2022 for evaluation. Received one used. List #011-cs-10, clave¿ connector IV bag access device; lot #unknown. One (1) used. List #unknown, sodium chloride 0.9% free flex fresenius kabi 100 ml intravenous bag; lot #82qh695102. The complaint of particulates can be confirmed. There was no damages or anomalies observed on the returned spike. The 011-cs-10, clave¿ connector IV bag access device bag spike is an iso compliant design. No particulates observed. The fluid was collected and filtered and no particulates were found. However, there was stovepipe flash observed on the port of the IV bag that could lead to particulates. The probable cause of the small blue flash inside the IV bag is due to stovepipe flash present on the blue freeflex IV bag port that was transferred to the white bag spike when the bag spike was inserted into the blue freeflex IV bag port. Before the used device was returned, a photograph was provided and evaluated. The image showed a portion of a fresenius kabi bag. A blue piece of foreign material was suspended in the fluid within the bag. No ICU medical devices were shown.